Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The physician was attempting to implant a 3.00x32mm taxus liberte stent in an unknown lesion. There was difficulty crossing the lesion and when it was removed outside, it was noted that the stent was lifted. The procedure was completed with a different device. There were no reported patient complications. The patient status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).